Event description:
It was reported that stent dislodgement occurred. A stent balloon expandable was used for treatment in a procedure. However, the stent and balloon broke off from the delivery system within left anterior descending and left main arteries. Many techniques were used to extract and finally it was removed successfully, and the case was then continued and finished with non-boston scientific (bsc) stents. No patient complications were reported.

Manufacturer narrative:
Correction: (g4) combination product corrected from no to yes.

Event description:
It was reported that stent dislodgement occurred. A stent balloon expandable was used for treatment in a procedure. However, the stent and balloon broke off from the delivery system within left anterior descending and left main arteries. Many techniques were used to extract and finally it was removed successfully, and the case was then continued and finished with non-boston scientific (bsc) stents. No patient complications were reported.